Event description:
The user reported that during a molar extraction a 2nd degree burn occurred to the upper lip. The user reported that 2 handpieces were used on the same pt and both became hot. The user could not identify which handpiece caused the burn to the lip. During pre-op testing the user did not note heat in either handpiece. The burn to the lip was reported to be a 2nd degree burn that was treated with neosporin ointment.